Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 220 mg/dl. The customer stated that back up therapy would be obtained from the endocrinologist. Cts offered to follow up with the customer to verify that back up therapy had been obtained; however, the customer declined.